Manufacturer narrative:
Additional information will be added as it becomes available.

Event description:
(B)(4). The dealer states that the rear right leg was bent on the device as they opened it from the box. The dealer has no further information to provide.

Manufacturer narrative:
Additional information from the returns expanded evaluation report available. The complaint was not confirmed for the rear right leg being bent. There was a secondary failure of the rear right leg extension being stuck inside the receiving tube.

Event description:
(B)(6) 2015 - the dealer states that the rear right leg was bent on the device as they opened it from the box.